Manufacturer narrative:
The unit was received with a competitor's torque knob that will be sent back to the hospital unrepaired. The lock has a little rotational movement when unit was not under pressure, this would not have caused a slippage. The device history record for item a1059 in this complaint was reviewed with no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was not confirmed. The root cause of complaint was unknown. The instructions for use (IFU) has warnings that advise against using non-mayfield branded products with mayfield products. Failure to adhere to the IFU may result in skull pin slippage and serious patient injury, such as scalp lacerations, skull fracture or even death.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-00153.

Event description:
This is 1 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp had a mechanical-unintended movement on (B)(6) 2019. The device was in contact with the patient and there was patient injury. Additional information was received on (B)(6) 2019 and (B)(6) 2019 indicating that during a neuro/spinal surgery, the mayfield headrest was secured to the patient¿s head. The clamp was engaged with 60 pounds per square inch (psi). The patient was turned prone onto the jackson spine top table. During positioning, the locking mayfield headpiece slipped, causing the position of the mayfield to shift. The rotation lock on the mayfield head clamp rotated a few degrees when positioning the patient. Rotation was only a few degrees and then stopped, as if one "tooth" on ratchet mechanism was slipping. The patient had to be turned back onto his bed. The mayfield headpiece was removed and another headpiece (second a1059 mayfield modified skull clamp) was pinned to the patient¿s head. Once again, as the patient was being positioned, the locking part of the headpiece slipped out of position and the mayfield headrest had to be repositioned while the patient was in the prone position on the operating table. It was reported that the patient had cervical stability. There were no observed bad outcomes for the patient other than he had to be removed from bed to the operating table and additional surgery time.